Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of delta 3.2 metaglene and glenosphere components detached from glenoid.